Manufacturer narrative:
(B)(4). A review of the complaint history and device history record was conducted during the investigation. The device was not returned nor images provided to assist in the investigation. There is no evidence that this device caused the event through misuse, malfunction, or nonconformity. Manufacturing records were reviewed, and no evidence of nonconformity was found. No other complaints have been filed for this product lot. There is no evidence to suggest the product was not manufactured to specification. We will continue to monitor this device.

Event description:
During a lead extraction procedure, after the lead tip was removed from the septum, a tamponade occurred on the tee. The problem was immediately solved with minimal surgical drainage. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a lead extraction procedure, after the lead tip was removed from the septum a tamponade occurred on tee. The problem was immediately solved with minimal surgical drainage. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.